Manufacturer narrative:
One medfusion pump was received with the front corners of the top and bottom cases damaged. The event history was reviewed and there was a motor not running error in the history. A flow test was conducted and the reported issue was confirmed. The main board was not seated into the drove of the extrusion. The issue was a result of the customer's impact to the device. The main board was installed onto the extrusion, the cable, top case and bottom case were also replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor not running error. There was no additional information.